Event description:
It was reported that when the devices were used in an unknown procedure, the shield would not retract. It is unknown how the case was completed. There were no consequences to the patient.